Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that the patient was hospitalized due to black out on 02-aug-2024 and was treated with IV. The blood glucose level was over 22.2 mmol/l at the time of event. Patient faced occlusion alarms. The duration of hospitalization was few days. No further information was available.